Event description:
Boston scientific received information that this right ventricular (rv) lead had been dislodged in the past and was electrically abandoned. There was no additional information available concerning when the dislodgement or reprogramming had occurred. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the lead remains implanted within the patient, but electrically abandoned and not in use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.